Manufacturer narrative:
On 08-oct-2015 medsun mandatory and voluntary report form (B)(4) was received by the company from the FDA. The report stated that inomax dsir# (B)(4)gave an error message of "o2 cell failure" (complaint-(B)(4)). As is the company's practice, this manufacturer's MDR is being submitted in response to the receipt of a medsun report from the FDA. A medwatch form was not submitted at the time the device issue was originally reported to the company by the hospital because the issue was not associated with an adverse event to a patient. Inomax dsir# (B)(4) was returned to the company for service investigation. During device investigation at the regional service center (rsc), service log review revealed a failed oxygen (o2) cell alarm raised with an average concentration of 883 counts. The alarm immediately followed a failed high o2 cell calibration with high point: 925 counts and low point: 537 counts. This is consistent with performing a high oxygen cell calibration with something other than 100% oxygen. The rsc also experienced the reported complaint of a failed o2 cell alarm at bootup, performed low/high calibrations to clear the alarm. The o2 cell was replaced as a precaution. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause of the report is use error. This condition will be tracked and trended under the company's quality system.

Event description:
On 08-oct-2015 medsun mandatory and voluntary report form (B)(4) was received by the company from the FDA. The report stated that inomax dsir# (B)(4) had a device issue while in use on a patient. No harm to the patient was reported. On 11-sep-2015 the regulatory compliance manager at the hospital filed a voluntary medsun report with the FDA regarding inomax dsir# (B)(4). According to the report, on (B)(6) 2015, the analyzed fio2 displayed on the inomax device began drifting downward and was not correlating with set value. After the respiratory therapist (rt) performed a high calibration, the device gave an error message of "o2 cell failure." The patient was switched to another inomax dsir delivery device without problem and inomax dsir# (B)(4) was taken out of service and tagged. A search of the company safety database revealed no associated adverse events for inomax dsir# (B)(4)from the reporting hospital during the time frame indicated in the medsun report. A search of the company complaint reporting database revealed a complaint (complaint-(B)(4)) involving inomax dsir# (B)(4) received from this hospital on (B)(6) 2015. The rt reported that the clinician observed the measured o2 was steadily drifting down, a low calibration and then a high o2 calibration was performed, and that during the high calibration there was an oxygen sensor failure. The device was removed from the patient and a replacement inomax dsir device was used. No harm to the patient was reported. At the time of the phone call, the hospital staff had no desire to further troubleshoot the device and requested that the device be switched out. Inomax dsir# (B)(4)was returned to the company for service investigation.